Event description:
A pt underwent a procedure on (B)(6) 2014. When the physician placed the catheter PICC, the wire guide does not go through the desilet. There are two different lot numbers (1820334-2014-00453 and 1820334-2014-00454) involved. The procedure lasted longer - repeated trauma of the right brachial vein. Additional info was provided on (B)(4) 2014: the wire guide couldn't go through the introducer (at the tip). It seems that the wire guide was too big for the introducer. The facility opened another set (another lot) to take the wg but it was the same problem. The pt had hematomas as a result. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due tot this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.